Event description:
Allegedly, patient was revised due to right poly loosening, possible infection , poly swap and it does not locked in. Previous revision was captured under the incident number : 17100035.